Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 3.0-3.5x 45-50mm in diameter eccentric lesion being treated contained a <45 degree bend and was located in the mildly tortuous, severely calcified proximal to mid left anterior descending (lad) artery. The lesion was predilated with and unknown balloon. Rotablation performed in the proximal to mid lad. The rota wire was left in the lad and a non-bsc guide wire was added to the lad to provide support. The lesion was predilated with and unknown balloon. A 3.0x32mm promus element stent was deployed. A portion of the proximal lesion was not covered. A 3.5x12mm promus stent was implanted proximal to the first stent, with intent of overlapping the first stent. However, a small gap between the stents remained. The ¿jailed¿ non-bsc guide wire was removed. The physician attempted to pass a 3.0x21mm non-bsc balloon over the rota wire into the first stent, but the balloon would not pass. The physician attempted to pass multiple balloons into first stent, but they would not pass. The physician attempted place 2 different non-bsc guide wires as buddy wires but experienced difficulty. The physician concluded that the proximal struts of the 3.0x32mm stent had been crushed by the non-bsc balloon. Several attempts to re-wire the vessel were made. The patient began to experience a loss of pressure, medication was given and a balloon pump was placed. The attempted placement of multiple balloons (including: non-bsc balloons and 2 apex balloons) were unsuccessful. The physician was able to dilate the lesion with an unknown 1.1mm balloon. Then multiple balloons (of increasing increments) were used to further dilate 3.0x32mm stent. The final inflations were made with a 3.0x20mm apex balloon. Two ivus runs identified a small gap between the first and second stent and the vessel was found to be very eccentric and calcified. A 4mm promus element stent was implanted covering the gap between the 2 placed stents. Patient left the lab in a stable condition. No further patient complications were reported and the patient¿s status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).